Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with preoperative diagnosis of degenerative disk disease/herniated nucleus pulposus, l5-s1 and underwent: anterior lumbar radical discectomy,l5-s1; anterior lumbar fusion, l5-s1; application of prosthetic device,l5-s1; allograft morselized (bmp-2); autograft, local. Per operative report ¿..reaming was performed under fluoroscopic guidance, reaming was carried out to the posterior third of the ver tebral body. The autograft obtained from reaming was shaved and placed within the bmp-2. The plug was placed on this side and reaming was performed in a same fashion on the right side. After removing the plug, again the reamings were shaved for autograft. After the reamer was removed, a size 14 x 23 cage was secured into place under fluoroscopic guidance. Excellent fit was achieved. Again in the same fashion, cage was placed on left side. The bmp-2 sponges were placed, 1 sponge from median cage was placed into each cage along with the autograft harvested during the reaming and a half sponge was placed within the cages.¿ the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.